Event description:
Information received by medtronic indicated that the insulin pump had the crack where the battery place on it. Troubleshooting was performed and confirmed the damage. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Performed visual inspection and found moisture damage on the pcba 1, pcba 2, lcd flex tail and motor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, keypad overlay texture damage, cracked case-corner of belt clip rails, cracked case (battery tube) and label damage (stained and faded serial number label and faded end cap address label). Blank display due to moisture damage on the pcba 1, pcba 2, lcd flex tail and motor. Cosmetic damage confirmed at battery side. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.